Event description:
After less than one day the patient was brought back into surgery because of atrial lead dislodgement seen on an x-ray and because the pacemaker was not tracking p-waves. The pasemaker was removed to reposition leads and was dropped.